Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 42 mg/dl, and the meter bg reading was 240 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. As a result on the inaccurate cgm values, the customer experienced a low bg of 42 and subsequently lost consciousness. Paramedics were called and transported the customer to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER later the same day with no permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer.